Event description:
It was reported that the application instrument for sternal zipfix was found to have loose screws during routine maintenance. There was no patient involvement in the malfunction. No additional information is available for this complaint. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product has been returned, but the evaluation has not yet begun. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the function of the returned instrument of lot number: 7833606 not more given since one side of a housing screw, which holds the cutting feature of the instrument is missing. The root cause of the missing screw can not be determined by product development because the screw was not returned with the instrument. There was no design related issues identified on the returned instrument, which would explain the missing screw. The complaint is closed by product development as in-determined. A manufacturing evaluation was conducted. The report indicates that the device was produced and distributed in april 2012. The device shows minor scratches at the handle. Also we found that a housing screw is missing. No design related issues identified could be identified on the instrument. A manufacturing conclusion cannot be presented due to the missing screw. Therefore we consider this complaint to be indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.